Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction occurred due to a medapplication issue. A technical service specialist confirmed that a field service engineer had repaired the medapplication and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had a black screen and the user was not able to log in. A customer has reported that a user was unable to dispense medication due to a malfunction which had resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.